Event description:
Multiple passes were performed with both the ls and ss sized catheters. The smaller catheter was used within the native vessel distally. Follow-up angiogram demonstrated intraluminal filling defects in the peroneal artery consistent with embolization from the "fox hollow" catheter. Embolization was successfully aspirated with a pronto aspiration embolectomy catheter.

Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions. Two devices were used during the procedure. It was reported as to which was being used at the time of the embolization.